Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. The returned sample was received in decontaminated condition without its original packaging. Visual inspection found no defects, tears, kinks, or other defects in the sample. Functional testing of the device was unable to confirm or replicate the reported event. The device passed all infusion accuracy testing. Root cause of the reported event was unable to be determined as the reported event was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that while using a cadd administration set, the patient experienced a 16 percent under infusion. There was no patient injury reported.